Event description:
A power source alert was reported by the caller, who was using a tandem charging cable and wall adapter when the issue occurred. The caller declined to answer questions about the impact on blood glucose levels. Despite attempts to leave the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump did not begin charging. The caller did not have alternative charging equipment to try. Technical support decided to send a replacement tandem cable and wall adapter via two-day shipping and planned to follow up. An alternate usb cable resolved the issue.